Event description:
It was reported that during the explant of the device for routine device replacement, a soft tissue dissection device was used to dissect down to the device. As the device was about to be removed, after the physician was done using the dissection device, the patient suffered cardiac arrest requiring external cardioversion. The patient recovered quickly and the procedure was abandoned. The following day, the patient was returned for the device replacement. During pre-procedure monitoring, noise/artifact was observed. Once the device was disconnected, the noise stopped. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device found high internal battery resistance. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.